Event description:
The facility returned the device for service. During service the baxter repair technician noted the channel c pump head moduled failed the 1 hour accuracy test. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The condition of the channel c pump head module failing the 1 hour accuracy test was confirmed. The channel c pump head module was replaced.